Event description:
Customer reported that she is going to the emergency room due to high blood glucose. Customer blood glucose reading was over 600 mg/dl. Customer stated that the infusion set cannula was bent and that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.